Event description:
A (B)(6) male required revision of right total knee replacement with exchange of tibial base plate and polyethylene insert (B)(6) 2008. Original surgery (B)(6) 2003. Physician reported unexpected fracture of polyethylene liner resulting in loose tibial component. Dr. (B)(6) requested medwatch form to be completed and submitted. Dr. (B)(6) is in possession of explanted device.